Event description:
The article, "early and long-term outcomes following redo mitral valve surgery in patients with prior minimally invasive mitral valve surgery", was reviewed. The article presented a retrospective, single center study to analyze the early postoperative outcomes and the long-term survival in patients who undergo reoperative mitral valve surgery following previous minimal invasive surgery .devices included in the study were epic valve, medtronic ats, carpentier edwards perimount mitral valve, edwards sapien ii, medtronic mosaic, medtronic hancock ii, and biointegral stentless prosthesis. The article concluded that redo mitral valve surgery following prior minimally invasive mitral valve surgery can be performed safely with low early perioperative mortality and acceptable long-term survival. Preoperative stroke, infective endocarditis and concomitant tricuspid valve surgery are independent predictors of long-term mortality. [The primary and corresponding author was katja schumacher, university department of cardiac surgery, leipzig heart center, strümpellstrasse 39, 04289 leipzig, germany, with corresponding email: schumacher_katja@web.de]. The time frame of the study was from january 2002 to december 2021. A total of 187 patients were included in the study, of which 91 patients received an abbott device. The average age was 66 years and the majority gender was male. Comorbidities included coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, chronic obstructive pulmonary disease, pulmonary hypertension, atrial fibrillation, prior permanent pacemaker implant, arterial hypertension, diabetes mellitus, chronic kidney disease, prior dialysis, prior stroke, peripheral arterial disease, mitral regurgitation, mitral stenosis, prior mitral valve repair/replacement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: early and long-term outcomes following redo mitral valve surgery in patients with prior minimally invasive mitral valve surgery.

Manufacturer narrative:
Summarized patient outcomes/complications of early and long-term outcomes following redo mitral valve surgery in patients with prior minimally invasive mitral valve surgery were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior myocardial infarction, prior percutaneous coronary intervention, chronic obstructive pulmonary disease, pulmonary hypertension, atrial fibrillation, prior permanent pacemaker implant, arterial hypertension, diabetes mellitus, chronic kidney disease, prior dialysis, prior stroke, peripheral arterial disease, mitral regurgitation, mitral stenosis, prior mitral valve repair/replacement. Some of the complications reported were included death, unexpected medical intervention (extracorporeal life support, intraaortic balloon pump), stroke, myocardial infarction, heart failure (low cardiac output, surgical intervention (permanent pacemaker), bleeding, mitral regurgitation, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: early and long-term outcomes following redo mitral valve surgery in patients with prior minimally invasive mitral valve surgery.